Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported there was an intermittent leak which continued after the cuff pressure was adjusted. The doctors were not able to change the tracheostomy tube at the time because it had only been inserted for three days. The device will not be returned for evaluation, it was discarded by customer. Required intervention was not reported.